Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient developed pericardial tamponade following two events of gastrointestinal (gi) bleeding in the setting of super-therapeutic inr. The site reported the patient experienced low flow alarms on the controller. Log file review confirms a decrease in estimated pump flow, but the reported low flow alarm could not be confirmed. A pericardiocentesis was performed. The patient outcome was not reported. The device was not returned to the manufacturer for analysis as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Pericardial tamponade and gastrointestinal bleeding are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these types of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately twelve days after hvad implantation, the surgeon reported low flow and cardiac tamponade that required pericardial drainage. Inr was reported elevated at >5. In addition, the patient has had two episodes of gi bleeding, underwent a tracheostomy, is on hemofiltration and required vasodilators for hypertension. At last report, that the patient was recovering with no inotropic support. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.